Event description:
It was reported that a patient presented in the operating room for change out due to normal eri. Externalized conductor was observed. Variation in capture threshold was noted. The lead was explanted and replaced.